Manufacturer narrative:
This report is for an unknown cage/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent spinal fusion surgery on (B)(6) 2021. The surgeon was inserting a conduit curved cage into l5-s1. The disc space was at a very sharp angle and the instrument abutting the soft tissue cranially. Once the cage was in, the surgeon tried to remove the inserter, but it would not come out. The surgeon removed the entire inserter except for the stylet. The t-bar portion of the stylet would not disengage from the cage. The surgeon re-inserted the handle part of the inserter in an attempt to use the threads of the stylet as mechanical advantage to remove the stylet. The surgeon was able to remove the entire inserter after fifteen (15) minutes delay. During the removal process, the stylet was bent proximally. The procedure was successfully completed. There were no patient consequences. This report is for an unknown cage. This is report 2 of 2 for (B)(4).